Manufacturer narrative:
Occupation: reporter is a synthes employee. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.2 mm guide wire 400 mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the 3.2 mm guide wire 400 mm was received at us cq. Upon visual inspection at cq, it is observed that the device was bent. There is no damage to the package of the device. Thus, the complaint is confirmed. Dimensional inspection: dimensional inspection of the device received was performed at cq. The diameter of the guide wire was intended to be measuring from 3.16 mm to 3.20 mm and it was measured to be 3.18 mm which is within specification as per the drawing. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint can be confirmed as the device was found to be bent. A definitive root cause could not be determined for the reported problem, but the package might have encountered unintended forces during transportation or storage. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a trochanteric femoral nailing system advanced (tfna) nail box had a large hole and the guide wire was severely bent and were not usable when the sales representative was going to restock. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) 3.2 mm guide wire 400 mm. This is report 2 of 2 for (B)(4).